Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed visible smoke and a burning plastic smell after replacing the image drum on the okidata b4600 printer that was originally supplied by abbott with the cell-dyn emerald analyzer. No operator injury was reported.

Manufacturer narrative:
The customer replaced the image drum on the okidata b4600 printer for resolution. The suspect printer image drum was not available for return. The evaluation consisted of review of historical data and product labeling. A review of historical data did not find an issue related to this complaint. A review of product labeling showed the cell-dyn emerald system operator's manual provides the basic electrical hazard awareness information and list some of the elements of electrical safety. The exact cause of the smoke incident was undetermined due to lack of suspect image drum return, but the possibilities include: 1.) The image drum was improperly installed which caused a short. 2.) The part was a faulty image drum. The printer and printer-related parts (image drum) which are qualified for use with the cell-dyn instruments are off-the-shelf products and are not designed or manufactured by or under agreement with abbott. Based on the investigation, a product deficiency could not be determined.